Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain, severe incontinence, and an implanted pacemaker due to continuing problems with incontinence. No further info has been provided.